Event description:
Harmonic scalpel handpiece created an error message on console "software upgrade required to run device." This is a reprocessed handpiece from stryker sustainability solutions and was not used on patient. This console has worked with other reprocessed handpieces within the same day with no error message.